Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm, no prime or fill anomaly and no motor error alarm noted during test. Motor passed motor test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call the insulin was squirting out during the fill tubing process. The customer¿s blood glucose was unknown. Customer states pump received motor error alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer reports that the drive support cap appears normal. Troubleshooting was done for reservoir and tubing process. Customer states the insulin exited. Customer reports that they had to do rewind multiple times today. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.